Event description:
The patient reported experiencing numbness and tingling in her left fingers for about three months. Stimulation is intended for the patient's legs and lower back. The patient reported no recent falls/trauma, but did note that she began physical therapy about four weeks ago. Additional information has been requested from the patient's hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Reference MFR report #6000153200704315 and #6000153200704316.